Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with a blood glucose reading of 390 mg/dl. Prior to the event, the customer had gone to bed with a normal blood glucose reading, but when she woke up, her blood glucose reading was 390 mg/dl and she was vomiting. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.